Event description:
The patient reported to the dentist that the abutment screw fractured while she was eating. No injury was reported.

Manufacturer narrative:
(B)(4). Complaint investigator¿s visual inspection of returned component certain® gold-tite® large hexed screw (ilrghg) has confirmed, the ilrghg screw has fractured. No lot or order number has been provided for review. A complete dimensional analysis cannot be performed due to the damage of the as returned product. A definitive root cause has not been determined.

Manufacturer narrative:
Device reported not returned to manufacturer.